Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular an obstructed view. It is still unknown when the event occurred, if it resulted in a delay in the procedure, if the product was changed or if the surgery was completed successfully or if it caused or contributed to an injury to the patient or if there was a blood loss. Terumo continues an attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 14, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 3331, 3224, 19). Type of investigation #1: 10 - testing of actual/suspected device; type of investigation #2: 3331 - analysis of production records; investigation findings: 3224 - optical problem identified; investigation conclusions: 19 - cause traced to user. Upon evaluation of the device the complaint was confirmed. The complaint sample was returned and visually inspected. A monocular was used to inspect the device and it was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. Although a definitive root cause could not be determined, it is likely that the crack in the lens was due to improper handling of the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.